Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2011. The product associated with this report has been discarded. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Hosp staff reported an alleged leak with a lap-band port. The problem was first noticed when the pt presented with no restriction. The leak was confirmed by band aspiration over multiple office visits. The port was removed and replaced.